Event description:
It was reported to philips that the system gave an alert that geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. As per collected information, a coronary cardiac catheterization procedure was completed after the patient was moved to another room, resulting in a 45 minute delay. The customer contacted a philips remote service engineer (rse) because the table and stand movement were non functional. Troubleshooting actions determined that the 24 v power supply in the fan tray was defective. The customer replaced the pdu fan tray and dcps. The faulty power supply was returned to philips for analysis, which identified a defective ac/dc supply as the root cause of the failure. The codes have been updated based on the investigation's outcome.